Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had hmii and due to the suspected pump thrombosis. CT showed obstructed outflow. Then, surgeons decided to go for the pump exchange to hm3. The patient had low flows and put on emergency ECMO. No further or additional information was provided.

Manufacturer narrative:
Section d1: correction.

Manufacturer narrative:
Sections d4, d10, g3, h3, h4: additional information sections e2, e3: correction manufacturer's investigation conclusion: evaluation of (B)(6) found a thrombus surrounding the outlet stator bearing ball, extending into the vanes of the outlet stator. Additionally, the evaluation of heartmate ii lvas, serial number(B)(6) , revealed an area of distortion along the sealed outflow graft. Review of the submitted video could not conclusively determine if the apparent deformation was a result of graft manipulation during the surgery. The potential for obstruction due to the deformation also could not be conclusively determined based on the video. The pump was returned assembled with the driveline severed approximately 14" from the pump housing. The remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft and sealed outflow graft bend relief were returned separately. Examination of the pump blood-contacting surfaces found revealed a red and white, tissue-like developed thrombus around the outlet stator bearing ball, extending into the vanes of the outlet stator. The darker areas of denaturation on the thrombus as well as the concentric contact marks noted on the outlet portion of the rotor and the outlet bearing cup indicate that the thrombus was present while the pump was supporting the patient. The thrombus showed laminated layering, suggesting that it formed in the outlet stator; however, its origin could not conclusively be determined. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Origins and duration of time that the formation was present in the pump could not be determined. A root cause for the development of this formation could not conclusively be determined through this evaluation. Visual inspection of the outflow graft found twisting and kinking at the proximal end of the graft. The orientation of the normal tissue ingrowth on the exterior of the outflow graft suggested that the twist was present for an undetermined period of time during pump operation. Dissection of the graft revealed no evidence of developed depositions or thrombus formations. A specific cause for the observed twist in the sealed outflow graft could not conclusively be determined through this evaluation. Although a root cause for the development of the deposition and outflow graft twist could not conclusively be determined through this evaluation, either of the observed issues could have contributed to the reported low flows. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. Section 6 (under "anticoagulation") also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that during the patient's pump exchange procedure, a seroma formed between the transfusion graft and the bend relief. The physician believed exogenous transfusion graft compression was occurring. The pump replacement on (B)(6) 2019 was considered to be an intra-pump thrombus, but it was possible that extrinsic graft compression resulted in an intra-pump thrombus. Therefore, the pump was replaced with a heartmate 3.